Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr (transducer) fault and had multiple xdcr fault errors. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the printed circuit board assembly (pcba) and found a missing 3 volt battery and a missing connector. The reported xdcr fault was duplicated and isolated to the transducer failure of (B)(4).